Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with a rupture while in the patient anatomy. The balloon was bunched at the distal balloon shoulder for a length of 4 mm. The distal edge of the soft tip was stretched. There were two kinks in the distal shaft. Since this damage was not reported in the incident information, the bunched balloon, stretched tip, and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length, crossing profile, and 2/3 collapsed profile were measured and met manufacturing criteria. The hypotube was separated 23 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval, as if kinked prior to separation. There were multiple kinks and bends noted throughout the hypotube. There was a kink in the hypotube at the distal end of the hub and the strain relief tubing was separated at that location. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It was reported the mini trek was used in a heavily calcified right anterior tibial blockage, which likely contributed to the reported difficulties. The shaft likely kinked during advancement in the heavily calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. It should be noted the rx mini trek instructions for use (IFU) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. A new indeflator was used to pressurize the balloon catheter and a longitudinal rupture was noted 7 mm distal to the proximal balloon seal for a length of 1.4 cm, confirming the reported information. There were no scratches visible. The otw mini trek was sent to scanning electron microscopy (sem) for further analysis. The analysis determined that the rupture failure may be attributed to mechanical damage to the outer surface. The failure origin was not located on a fold crease. Balloon ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. It is likely an interaction with the heavily calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 8 atmospheres (atm), which is below the rated burst pressure (rbp). The sem analysis additionally confirmed that the hypotube and strain relief tubing failures may be attributed to ductile overload at a bend. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance, balloon rupture, and hyptoube separation appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the mini trek was being used off label to treat a heavily calcified right anterior tibial blockage. The first attempt to cross with a non-abbott balloon catheter was unsuccessful. It was removed and a laser procedure was done. Then, the 2.0 x 30 mm mini trek balloon catheter was advanced, and although it reached the lesion, it couldn't completely cross the lesion. The balloon was inflated to help it cross the lesion, but the balloon ruptured at 8 atmospheres. As the catheter was being removed the shaft separated approximately 30 cm from the hub. No intervention was needed to remove the catheter since the break point was outside the patient. Since nothing was able to cross, the procedure was aborted at that point, with no adverse sequela to the patient. However, since the blockage could not be treated, the patient was scheduled to have her right foot amputated. No additional information was provided.